Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer

Event description:
It was reported that healing collar did not seat. The dentist stated that healing abutment seemed a little bent. Tooth location #30

Manufacturer narrative:
One zimmer healing collar was returned for inspection. A visual inspection revealed that the healing collar was noted to be damaged at the threads, close to the engaging surface. The healing collar also appears to be bent at the shank. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Sme evaluation concluded that the bending seen in one of the healing collars could not have occurred due to hand tools under normal use. Follow up information with the precision one medical indicates that all devices undergo 100% visual inspection, and that a healing collar with a bent shank would have been automatically rejected. The secondary turn operation requires this feature to be perfectly vertical, or else it will not progress. A manufacturing deficiency per CAPA is not indicated based on this information. It is therefore believed that the damage seen to the bent shank is from misuse causing the shank to bend during use. It is clear from the package drawing under pd-hc455 rev a that the first threads are compressed inward. The problem with screwing in the collar appears to be due to this damage, as the orientation of the engaging threads does not match the drawing and are deformed due to this damage. Bending is also confirmed at the shank. The product was functionally tested and it was noted that the healing collar was unable to engage and seat with mating implant. A root cause for the complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). D10: device availability. G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.